Manufacturer narrative:
The lot number, expiration date and manufacture date are all unknown.

Event description:
Per (B)(4), the dental implant did not have primary stability. There was no patient impact noted.